Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer also stated that they took insulin pump into the pool, red light was on and went to a white and blank screen and it was vibrating, took the battery out and there was a little of water on the battery compartment. Customer stated that the contacts on the battery cap were neither missing nor damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify audio or vibrate anomaly due to blank display.